Event description:
On (B)(6) 2011 the pt reported the up button of the infusion device works intermittently. He noticed the issue about a month ago while attempting to perform a quick bolus and the infusion device did not vibrate. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.